Manufacturer narrative:
E1 phone number: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the patient experienced significant choking and coughing. The nurse immediately performed suction once, extracting a large amount of yellow sputum. After suctioning, the nurse discovered that the tracheostomy tube balloon had ruptured and immediately reported to the doctor. The doctor promptly replaced the tracheostomy tube with a new one.

Manufacturer narrative:
H3/h6: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.